Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s left peripheral intravenous (IV) was leaking at the hub where the one-link non-dehp y-type microbore catheter extension set was connected. This was identified when flushing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the components were observed correctly placed and according to specification. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.